Event description:
It was reported that a pump had a downstream occlusion. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other text: b5: additional information was received via email from the customer on 02-sep-2022 by the manufacturer to the complaint object: these were not patient issues. These were machines that had errors when our IV staff was testing them. The patients as far as I am aware were not involved with them. They are generally reported by the nursing staff when they are trying to treat the patients. H6: event problem and evaluation codes: updates are not required. H10: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a broken battery compartment. During the functional testing, a degraded dso sensor and broken battery compartment were noted. The root cause was found to be the dso sensor due to a damaged dso seal. The dso sensor, battery compartment, lens, keypad and labels were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.